Event description:
It was reported that the lead exhibited post-paced t-wave oversensing, sensing of atrial events, increased capture threshold, and decreased pacing impedance. Dislodgement was suspected.

Manufacturer narrative:
Further information received from the field notes that reprogramming of the device alleviated the issues experienced in the field. The lead remains implanted and working fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.